Event description:
It was reported that following a deep brain stimulator (dbs) implant procedure, the physician performed his routine computed tomography (CT) scan to confirm positioning and he found that he had in fact implanted the right lead deeper than intended. The patient underwent a surgical procedure where the lead was pulled back slightly. There were no patient complications and all impedance values remained in an acceptable range.